Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. This occurred a little over one week post implant. The patient has scoliosis, and the doctor suspects the electrode has moved. The system was programmed off and a procedure was scheduled. The electrode was re-positioned. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. This occurred a little over one week post implant. The patient has scoliosis, and the doctor suspects the electrode has moved. The system was programmed off and a procedure was scheduled. The electrode was re-positioned. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. This occurred a little over one week post implant. The patient has scoliosis, and the doctor suspects the electrode has moved. The system was programmed off and a procedure was scheduled. The electrode was re-positioned. There were no additional adverse patient effects.